Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device exhibited physical damage, including a visible screen crack that rendered the display unusable, while blood glucose management was not affected. Symptoms included no reported clinical effects. Outcomes included no reported impact to health, no medical intervention, and no hospitalization. Investigation included troubleshooting and education with the user and arranging a replacement device while requesting return of the damaged unit for assessment. Investigation of this case revealed a cracked or broken display consistent with physical damage to the device¿s exterior/screen component; no alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.